Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00346: drill. 3025141-2019-00347: plate.

Event description:
While implanting a distal tibia plate, the surgeon was drilling with a 2.0mm drill. The drill tip hit a previously implanted screw and broke off. The tip was not able to be removed and remains implanted.